Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - according to the information received, ¿patient underwent a hip replacement on (B)(6) 2023 due to osteonecrosis of the left femoral head. On the afternoon of (B)(6) 2024, the hip joint was painful and unable to move when getting up in sitting position. After radiography, it was found that the liner was displaced and fractured in the body. The patient currently has pain at the hip and is unable to walk and is scheduled for revision surgery a week later¿. The acetabular cup was not returned to j&j medtech orthopaedics. However, based on the observations of the returned involved implants (ceramic head and liner) the reported disassociation event between the ceramic head and acetabular can be confirmed. With the information provided is not possible to determine a potential cause at this moment. However, in support of the evaluation performed, the disassociation event may have been caused by insufficient or misaligned fixation of the liner in the acetabular cup. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient underwent a hip replacement on (B)(6) 2023 , due to osteonecrosis of the left femoral head. On the afternoon of (B)(6) 2024, the hip joint was painful and unable to move when getting up in sitting position. After radiography, it was found that the liner was displaced and fractured in the body. The patient currently has pain at the hip and is unable to walk and is scheduled for revision surgery a week later.